Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence and to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior use of bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgeries affecting skin integrity.

Event description:
A 76-year-old female patient with recurrent glioblastoma (gbm), started optune gio therapy on (B)(6) 2025. During a review of a medical record received by novocure on september 16, 2025, it was noted during an oncology appointment on (B)(6) 2025, that the patient had a skin infection described as a wound on her parietal scalp above her right ear at the site of the optune gio transducer arrays. The affected area was described as slightly larger than a pencil eraser, with a surgical hardware (screw) noted to be slightly exposed. The patient denied experiencing fevers or chills. The patient was prescribed oral sulfamethoxazole and trimethoprim for 7-days and was advised pausing optune gio therapy until the wound has healed. On (B)(6) 2025, the patient´s spouse confirmed that the patient discontinued optune gio therapy.